Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that patient was stuttering on waking, couldn't talk properly, voice very weak. Error occlusion appeared on pump when trying to prime. This was the third time this same message appeared over the past week, no error message but patient did not feel well and felt that the pump had not been working. No patient injury was reported.